Manufacturer narrative:
This information was previously reported under manufacturer report number 2916596-2021-03350, which was determined to be a duplicate to this event, manufacturer's investigation conclusion: the system controller (serial number: (B)(4) ) was exchanged following the driveline communication alarms being exchanged due to pump stops; no issues with the controller were reported. The reported event of driveline communication alarms was confirmed via analysis of the submitted log file. The log file contained approximately 7 minutes of data ((b)(60 2021 16:54:19 ¿ 17:01:09 per the timestamp). Driveline communication alarms associated with a com a fault were active from 16:57:06 to 16:58:27 and from 16:58:37 throughout the remainder of the log file (last event captured on the log file); the alarm that activated at 16:58:37 was not cleared. There were no other notable alarms throughout the log file. The pump maintained a speed above the low speed limit throughout the log file. The heartmate 3 system controller (serial number: (B)(4)) was not returned for evaluation. Multiple requests were made to obtain additional information (including if the exchanged controller would be returned for evaluation); however, no response was received. There were no issues with the exchanged controller that could be correlated to the reported event. The root cause of the reported event could not be conclusively determined through this analysis; however, the driveline damage observed could have resulted on the reported alarms. Heartmate 3 instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook (rev. C) section 5, entitled ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including the driveline communication fault alarm conditions, and the actions to take if the alarm cannot be resolved. The subsection entitled ¿what not to do: driveline and cables¿ describes checking the driveline cable for twisting, kinking, or bending which could cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. Heartmate 3 instructions for use (rev. C) section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook (rev. C) section 6, entitled ¿caring for equipment¿, explain how to properly care for the driveline cable and the system controller. This section also instructs the user to check the driveline daily for signs of damage such as cuts, holes, and tears, and to call the hospital right away if the driveline is damaged. The driveline needs to be cleaned by gently wiping any dirt or grime using a towel with mild dish soap and warm water. The heartmate 3 patient handbook (rev. C) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(4) , was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number for pump: 2916596-2021-02103. It was reported that the patient had a driveline fault on (B)(6) 2021 while sitting in a chair. Multiple attempts were made to clear the alarm with no success. The controller was then exchanged and the alarm came back immediately. Imaging was obtained and the modular cable was exchanged. Changing the controller and modular cable did not resolve the alarms. There were no events recorded on the controller leading up to the driveline communication fault. Upon evaluation of the driveline images, it was noted that there may be driveline damage in the area near the metal plate with screws. If the driveline was pierced by a screw it would allow body fluid to wick up towards the pump header or down towards the proximal connector causing corrosion triggering the fault. Log file analysis showed com a faults. It was reported that the patient underwent pump exchange via an already open left thoracotomy. It was concluded that the driveline damage was created from a bone screw/plate that was dislodged on the left intercostal. The hospital was informed that the corrosive damage would have gotten worse over time. Log file analysis captured a continuous driveline communication fault during the time of explant.